Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the patients operative report only. We have contacted initial reporter to request additional info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, this report will be updated.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2006 - the pt was implanted with a bard eptfe mesh and a non-davol sling during an abdominal sacral colpopexy, posterior repair, synthetic pubovaginal sling, and cystoscopy with suprapubic catheter placement. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.